Event description:
#Medwatcher #(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2012. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started on (B)(6) 2012. This is a list of my side effects and symptoms that I have experienced due to essure. Migraines, heavy periods, big blood clots, weight gain, depression, anxiety, low sex drive, joint pain, back pain, sharp/stabbing pelvic pain, hot flashes, cervical dysplasia, excessive bleeding during period, painful ovulation, night sweats, loss of libido, hot flashes, bleeding/spotting after sex, painful periods, painful intercourse, bleeding between periods, long menstrual cycles, yeast infections, urgent/frequent urination, abdominal spasms/ twitching/ fluttering, pain...back, joint, chest, leg,neck, spine, hip. Chronic pelvic pain, face pain, all over body aches/pain, metallic taste in mouth, numbness, brain shocks, nerve pain. I have/have not been seen by (number if any) of doctors. I have been diagnosed with the following conditions (list if any). I have had the following surgeries due to essure (list if any). The device is still inside of me/ or has been removed (list date if any). The device was not returned to the manufacturer.